Event description:
It was reported that the patient had high impedance (>10,000 ohms) detected on her vns system during routine follow up. The patient has a history of falling (not seizure related). The patient had a fall about 3 weeks prior to the high impedance observation. The patient reportedly has not suffered any other noticeable trauma. No known surgical interventions have occurred to date.

Event description:
Additional information was received that patient underwent a generator and lead replacement surgery on (B)(6) 2015 due to prophylactic generator replacement and lead discontinuity. The explanted generator and lead have not been received by the manufacturer for analysis to date.

Event description:
Analysis of the explanted generator and lead was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead confirmed a discontinuity of quadfilar coil in the electrode region of the returned lead portions. Abrasions of the outer silicon tubing and electro-pitting was observed as well near the break locations. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
The explanted generator and lead were received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.